Event description:
It was reported that a false asystole episode was recorded and that there was undersensing. It was further reported that there was only text for two episodes, and that there was undersensing. It was further reported that there was an apparent memory problem with the device. Further report of carelink episode data showing several "invalid data" with ??? Episodes. The device was removed. No patient complications have been reported as a result of this event. It was further reported the device was electively removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device revealed a potential data recording problem. The device was later returned and analyzed. The recording problem was the result of a solder short on the hybrid.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Review of the data revealed a potential data recording problem. The device remains implanted.

Event description:
It was reported that a false asystole episode was recorded and that there was undersensing. It was further reported that there was only text for two episodes, and that there was undersensing. It was further reported that there was an apparent memory problem with the device. Further report of carelink episode data showing several "invalid data" with episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.